Manufacturer narrative:
(B)(4). We received one used, quarter filled easypump ii lt (B)(4) without packaging (contaminated with the cytostatic agent 5-fu). The received sample was taken to a visual examination. Damages were not detected. During the test of the flow rate, we did not detect any leaks at the sample. We detected drug residues deposit at valve, the filter, connector, triangle tube, micro bore tube and mll connector adapter. The device was blocked from these drug residues pre-damages that would lead to a malfunction, were not detected at the sample. So the defect cause of this block is from drug residues deposit is not from the device. The precipitation might be from improper temperature (lower than (B)(4)) of device with drug during storage and application. The mfg did not find any error concerning blockage and mfg process for occlusion checking. So we confirmed that this lot was produced according to product specification. We assess this complaint to be not justified.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): pump did not flow halfway through the treatment. Drug perfused and concentration: 5fu, 2700 mg.